Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed displacement and rewind tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery and rewind attempts. The customer's blood glucose was 560 mg/dl and she treated with manual injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was receiving the motor error during rewind attempts and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.